Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
This report is submitted on july 22, 2024.

Event description:
Per the clinic, the patient experienced skin erosion and infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). The patient was also hospitalized for administration of IV antibiotics (specific date and duration not reported). The device was subsequently explanted on (B)(6) 2024. Reimplantation is planned but had not taken place at the time of this report.